Event description:
The customer reported via phone call that the sensor reading was 50 mg/dl or 53 mg/dl however blood glucose was 80 mg/dl and insulin pump went into threshold suspend. Troubleshooting was done for sensor glucose versus blood glucose. The customer was unsure if there was bent cannula. The customer was advised the sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer testing. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.